Event description:
It was reported that the probe broke during a discectomy leaving a portion of the probe and wire in the patient. The probe was removed with clamps and the procedure was completed as planned.

Manufacturer narrative:
The doctor stated that he accidentally bent the cannula. The instructions for use include the warning: "never bend or straighten the preferred introducer cannula. Failure to comply may result in patient injury."